Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, intermittent loss of capture was observed during an atrial tachycardia. Programming changes were made. The patient was fine afterwards.